Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) could not be reviewed as the device serial number was not provided. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
During review of a live case presented at the europcr 2018, edwards learned that a patient with a 21mm valve implanted in the aortic position underwent a valve in valve replacement due to severe aortic stenosis (mean gradient 69mmhg) after an unknown implant duration. A 23mm valve was implanted inside the disabled edwards valve. As reported, post-tavi viv the mean gradient was still 30mmhg and bioprosthetic valve fracture was performed using a non-compliant true balloon resulting in fracture of the bioprosthetic surgical valve and allowing full expansion of the transcatheter heart valve. Post valve fracture improvement in mean gradient from 30mmhg to 0mmhg.

Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Through review of the hotp europcr 2018, edwards learned that a patient with a 21mm valve implanted in the aortic position underwent a valve-in-valve replacement due to calcification leading to severe stenosis (mean gradient 69mmhg, ava 0.4 cm2) after approximately ten (10) years and four (4) months of the implant. A 23mm transcatheter valve was implanted inside the disabled edwards valve. Reportedly, post-viv procedure, the mean gradient was still 30 mmhg. Then, it was decided to fracture the bioprosthetic valve by using a non-compliant balloon which fractured the surgical valve and allowed full expansion of the transcatheter heart valve. After the fracture, the mean gradient improved from 30 mmhg to 0 mmhg. No adverse event reported for the patient. He was stable post-operatively.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation.

Event description:
Through review of the hotp europcr 2018, edwards learned that a patient with a 21mm valve implanted in the aortic position underwent a valve-in-valve replacement due to calcification leading to severe stenosis (mean gradient 69mmhg, ava 0.4 cm2) after approximately ten (10) years and nine (9) months of the implant. A 23mm transcatheter valve was implanted inside the disabled edwards valve. Reportedly, post-viv procedure, the mean gradient was still 30 mmhg. Then, it was decided to fracture the bioprosthetic valve by using a non-compliant balloon which fractured the surgical valve and allowed full expansion of the transcatheter heart valve. After the fracture, the mean gradient improved from 30 mmhg to 0 mmhg. No adverse event reported for the patient. He was stable post-operatively.

Manufacturer narrative:
Reference CAPA-20-00141.